Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported left side "rupture" and implant exchange due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, white particles in the shell and linear opening on radius. Leak test and microscopic analysis was performed which identified; striated linear opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "rupture" and implant exchange due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side "rupture" of a saline device and "patient¿s concern with the product". Healthcare professional additionally reported "felt like the right breast had become more droopy" and "had some degree of capsular contracture," baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade iii.